Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for assessment. The angio-seal device was deployed, but hemostasis was not achieved. The components migrated distally and were extracted near the popliteal artery. Hemostasis was achieved by manual compression. The cause of the event could not be identified based on the available information. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: cath lab supervisor. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a diagnostic left heart cath via 6 french sheath, the 6 french angio-seal was attempted to deployed. A pre-deployment angiogram was not performed; therefore, the were no record characteristics of the initial arterial access found in the patient's images. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. After deployment, hemostasis was not achieved; therefore, immediate manual pressure was held. Once hemostasis was achieved from the access site common femoral artery distal pulses were examined and found to be absent. Fluoroscopy revealed an obstruction near the popliteal artery that resembled the angio-seal anchor and collagen. Distal physical therapy (pt) access was gained, and a snare was used to capture the obstruction. A cut down was performed to extract the obstruction via the snare. The obstruction removed from the patient was the angio-seal anchor, collagen and suture. The patient's distal perfusion was obtained, and no other complications were reported. The patient was stable, the procedure was successful, and no blood loss was reported.